Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level was reported at 275 mg/dl, which falls within a potentially concerning range, but there was no indication that it exceeded 500 mg/dl. Customer successfully loaded a new cartridge and resumed insulin delivery, with no additional troubleshooting required. No additional information was received regarding the outcome of the event.